Manufacturer narrative:
The reported device has not yet been returned. An investigation will be performed and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Event description:
It was reported by a healthcare professional that the silent nite 3d device had one of the attachments broken off. Additional information received reported that the patient did not have any harm or injury and no intervention was required.

Manufacturer narrative:
Additional information: d9. The device has been received and the investigation has been completed. The results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off and the connectors were detached from the device. Root cause description. Based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism which could have caused the anchor to break. Manufacturer reference #: (B)(4).